Manufacturer narrative:
The device was received for evaluation. During functional flow rate testing, an inaccurate delivery rate was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. During evaluation, the device had a reduced audio level. The cause was identified to be a detached speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inaccurate delivery rate during an unspecified process step. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.